Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event and glucose reading error symbol on (B)(6) 2014. Patient reported a low blood sugar event after the receiver displaced glucose reading error symbol. Patient called paramedics and was treated. At the time of contact with dexcom technical support, patient was felling okay.

Manufacturer narrative:
(B)(4).